Event description:
It was reported that during an unk procedure, the devices ripped during the case. Unk how case was completed. There was no consequence to the pt.

Manufacturer narrative:
D4: serial #=na; lot number = 051008 (second number provided).